Event description:
It was reported that two weeks after implant, a chest x-ray revealed right atrial (ra) lead dislodgement. The ra lead was repositioned and remains in use. The patient is a participant in the attain stability quad clinical study. No patient complications have been reported as a result of this event.